Manufacturer narrative:
(B)(4). Batch #: 726a18. Additional information: this is an analysis of 1 photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: in the photo it was observed the device inside of it's packaging was open with the manual override triggered. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that the device malfunction out of box. No other notes left on the device. It appears that the manual override was activated coming out of the box..

Manufacturer narrative:
(B)(4) date sent: 8/29/2022 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D9: date returned to manufacture 8/2/2022 not 8/3/2022

Manufacturer narrative:
(B)(4). Date sent: 8/4/200 h3: device evaluated by manufacturer, reason for non-eval. H6: type of investigation, investigation findings, investigation conclusions.